Event description:
It was reported that the patient passed away on (b)(6) 2026. The patient had been hospitalized from (b)(6) 2026 - (b)(6) 2026, with symptoms including incoherence, unresponsiveness, and delirium. The patient was wearing the Pod at the time of admittance; the Pod was removed at the hospital. The patient received antibiotic treatment. The details that lead to the patient's passing were not reported. At this time there is insufficient information to determine if Insulet's device caused or contributed to the reported event. A supplementary report will be filed if additional information is received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.1.0.Operating System: 26.3.Hardware: iPhone17.4.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.